Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). This failure could not be ruled out. It occurred in manufacture lots before corrective actions were put into place.

Event description:
Caller reported finding a safe-t-pro plus device disassembled in its box. A nurse's finger was pricked by the exposed lancet; no medical treatment required. Requested return of suspect device.